Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pinpoint lumen with a metallic coil embedded proximally.'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted: yes. Date: (B)(6) 2013. Result: bilateral occlusion. Previously administered products included for an unreported indication: mirena in 2007. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy/hypersensitivity"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: chronic."), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: chronic."), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: chronic"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes/hormonal changes describe: severe mood swings"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("other - adenomyosis/reproductive system disorder or condition type of disorder or condition: adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy vaginal laparoscopic/salpingectomy laparoscopic/ cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, vaginal discharge, mood swings, migraine, headache, fatigue, alopecia, adenomyosis, vaginal haemorrhage and back pain outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: placement was successful and the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Events per pfs: heavy bleeding, vaginal bleeding, back pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pinpoint lumen with a metallic coil embedded proximally.') And pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted: yes. Date: (B)(6) 2013. Result: bilateral occlusion. Previously administered products included for an unreported indication: mirena in 2007. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy/hypersensitivity"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes/hormonal changes describe: severe mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and vulvovaginal mycotic infection ("chronic yeast infectiions"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: chronic."), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: chronic."), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: chronic"), headache ("headaches"), adenomyosis ("other - adenomyosis/reproductive system disorder or condition type of disorder or condition: adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy vaginal laparoscopic/salpingectomy laparoscopic/ cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, vaginal discharge, mood swings, migraine, headache, fatigue, alopecia, adenomyosis, vaginal haemorrhage, back pain and vulvovaginal mycotic infection outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: placement was successful and the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: reporter added. Medically significant criteria for the event genital bleeding updated to non-serious, newevent chronic yeast infections added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted: yes. Date: (B)(6) 2013. Result: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy/hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and adenomyosis ("other - adenomyosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine, headache, fatigue, alopecia and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity/nickel allergy, bladder infection, uti, vaginal. Infection, vaginal. Discharge, hormonal changes, migraine, headaches, fatigue, hair loss, other - adenomyosis were added. Reporter¿s information, patient demography were added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.